Event description:
The customer reported that near the end of a white blood cell collection procedure, the machine collected a large volume in 5 minutes time. The customer stated that she had made a change to the inlet pump flow rate from 61.5 ml/min to 65 ml/min. She then went back down on the inlet speed to the original setting of 61.5 ml/min because it did not decrease the time by much, which was her original intent. Within the 5 minutes, the collect volume was 484 mls and appeared to be all red cells. She decided to rinseback the patient and reject the collected product. The donor was stable and released from her care. The customer was unable to provide the patient (donor) information. This report is being filed due to insufficient information provided at this time to determine if a device malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation: the customer stated that she did not notice any change in the pump speeds. A service call was placed and the technician was not able to duplicate the problem. The customer has since used the machine without any problems. The customer believes this may have been operator error. Investigation evaluation and corrective action are in-process. A follow-up report will be provided.

Manufacturer narrative:
A product disposition review was completed for this machine serial number and no manufacturing related issues were found. No additional complaints have been received for this machine regarding the reported condition. Root cause: undetermined. It is possible that this malfunction is due to operator error.